Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On 01/30/2024, the patient went to the nursing home to take care of her mom. The patient noticed her cgm was reading 200 mg/dl so she took 4 units of insulin to lower it before eating. After dosing, the patient eventually became unconscious with the cgm displaying "low". The patient reported that she did not hear an audio alert for the urgent low or low alert prior to losing consciousness. She stated that her phone was on normal mode and should have heard the alerts. Around 8:30pm, the caregiver found the patient on the floor and called the paramedics and the patient's brother. The caregiver provided her baqsimi nasal glucose and apple juice. When paramedics arrived, they checked the patient's bg and the meter was reading 33 mg/dl. The patient regained consciousness and was later assisted in going home by her brother. At the time of the report the day after the event, the patient was still not feeling well. Data evaluation showed patient crossed their low threshold of 60 mg/dl with an estimated glucose value (egv) of 57 mg/dl at 4:49 pm on 01/30/2024. Patient received their initial urgent low alert at 4:50 pm, which sounded with some volume. One minute later at 4:51 pm, the urgent low alert was acknowledged. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.